Manufacturer narrative:
The device was returned for analysis. The reported premature activation was able to be confirmed. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as it is likely that during advancement interaction with the anatomy/other device and/or inadvertent mishandling resulted in the noted bunched distal sheath; thus causing the stent to slightly pull out and prematurely deploy resulting in the reported/noted premature activation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. E1 - facility name: (B)(6).

Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery (sfa). A 5.0x150mm absolute pro self-expanding stent (ses) was advanced to the lesion; however, during positioning it was noted that the stent was partially deployed, even though the thumbwheel was still fully locked. The ses was replaced with another stent and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.